Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of needle broke-off during a rotator cuff shoulder procedure. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique. On 03-jun-2019 update: broken tip of needle was not retrieved from patient. It remains in patient.

Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification.